Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
The catheter had detached from the spine three times, the first time was in (B)(6) 2011. The device system was used to deliver morphine. The specific symptoms, intervention and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.